Event description:
Philips received a complaint on the defibrillator indicating that during a coronary angiography procedure for a patient, the defibrillator monitor was unable to properly track the ECG, affecting the patient's treatment. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.